Event description:
Philips received a complaint on the dfm100 device indicating that the silent key is not functioning. The rse evaluated the device. It was determined that this was a malfunction of the processor pca which was replaced with the compatible cable. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.